Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used in the colon during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the snare was not cutting correctly. Reportedly, the target polyp needed to be ripped off or torn off causing patient bleeding. It was reported that the bleeding resolved on its own or by clipping and that the patient did not have any history of coagulopathy or bleeding disorders and was not on any anticoagulants. Also, the snare was securely attached to the active cord and no visible issues were noted with the cautery pin. The procedure was completed with another different captiflex snare. The patient condition following the procedure was reported to be fine.